Event description:
The pump was returned for investigation. Investigation revealed that a portion of the battery compartment was chipped off the pump and the battery cap threads were stripped. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that a portion of the battery compartment was chipped off the pump and the battery cap threads were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).